Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - how many devices demonstrated the alleged deficiency? Mutiple according to two surgeons. - did the event occur during one or multiple patient procedures? Multiple. - what is the total number of procedures? Unknown. - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No. - if this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? - please elaborate on the alleged deficiency experienced with the vicryl® plus sutures. The surgeons are deducing that the triclosan coating is causing their mesh to deteriorate. - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Revision cases have been done. - was a prescription for steroids or antibiotics issued for the patient's recovery? If so, please provide the medication name, route, and dosage. Not sure. - please inform the patient¿s current health status and condition. Unsure. - please provide the product code and lot number. 2/0 3/0 and 0 vircryl plus on CT-2 needles. It was stated that "...vicryl® plus sutures may be contributing to degradation of urogynecologic mesh used during urogyn procedures". - could you please confirm whether the urogynecologic mesh is an ethicon product? If yes, please provide the product code and lot number. Not ethicon mesh. - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. No product is available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is aaazo suture? Please specify which 3 sutures were related to these events. How many patients experienced this event? (B)(4). What is meant that there is degradation of the urogynecologic mesh? Please describe how it is known that the mesh is degrading from the sutures. What was the vicryl plus suture used for? (Please be specific). What was the urogynecologic mesh used for? Please specify the name of the procedure. What was the diagnosis and indication for use? Date of the index surgical procedure? What symptoms did the patient experience following the index surgical procedure? Onset date? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? What was the mesh size and overlap? Closure of the defect (yes or no), use of stay sutures (how many)? The mesh fixation technique? (Single or double crown; spacing between implants) were there any surgical instruments used in the placement of the mesh that might have damaged the mesh? (E.g. Graspers crimping the mesh fibers) how long after the index procedure was the symptoms first noted? Was there any triggering event prior to symptoms? (E.g. Sneezing, coughing, strenuous activity)? How was this event diagnosed? Please provide the date and surgical findings from any reoperation performed. Mesh location and integrity at time of reoperation? Were any deficiencies or anomalies noted with mesh device during reoperation? Are there any photos available?

Event description:
It was reported that a patient underwent a urogynecologic procedure and a mesh was placed using suture. The suture may be contributing to degradation of mesh. They reported observing an increase in this issue since beginning use of plus suture, approximately between (B)(6) 2023. The products reportedly involved include different sutures. No specific procedure dates were provided. Additional information was requested.